Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was observed to be broken during unboxing. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive service engineer. Visual inspection of the machine showed that the wheel was broken due to a bearing that was stuck in the machine base. The wheel could not pivot, which made the machine difficult to transport. The screws affixing the wheel were broken in the interface and therefore the wheel could not be removed. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the irreparable wheel, and the base of the machine was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.